Manufacturer narrative:
Complaint (B)(4). The reported issue that some holdex lead to blood leakage because the rubber sleeve of the internal needle does not retract properly was duplicated by testing samples received from the customer as well as by testing of other lots retained by the manufacturer. The duplicated malfunction which was caused by a siliconisation error on a specific machine led to the initiation of a recall of 450263/lots a24033qg, a24074bc, and a240347w in an other jurisdiction. The item 450263 is not marketed in the us and therefore a recall of this product from the us market was not required. However, the item 450210 vacuette® safelink holder with male luer lock, single-packed, not made with natural rubber latex was identified as similar device, since it is similar to the holdex holder in design and intended use. This product is in commercial distribution in the us. The lot a240338q of 450210 was assembled on the same machine and during the same time period, when the siliconisation error occured and therefore we decided to recall the item#450210/lot a240338q from the us market - see recall 24-r002.

Event description:
The customer advised that when the filled vacuum tube is removed from the holdex, the tube is uncapped. Also, the rubber sleeve of internal needle does not retract properly and blood leaks from the tube holder.